Event description:
The account alleged that the bed had no trendelenberg function. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg head and foot assemblies to resolve the issue.